Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged accucath catheter and guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs depicting a 20 ga x 2.25¿ accucath peripheral IV catheter assembly. Blood residue was evident throughout the depicted device in all three photographs. The first and third photographs depicted the housing, catheter and guidewire. The second photograph depicted a closer view of the catheter and guidewire. The needle was fully withdrawn into the housing. The catheter was detached from the assembly. A sharp kink was observed in the catheter tubing and a split was evident at the kink site. The guidewire exhibited a complete break. Two of the photographs depicted the guidewire inlaid through the catheter with the break site coinciding with the split in the catheter. Catheter and guidewire damage were evident in the submitted photographs; however, inspection of those photographs was insufficient to identify the root cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include retraction of the wire/catheter against the needle bevel and tensile (pulling) stress during attempted device placement. A lot history review (lhr) of recx4207 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during placement of the accucath, the patient experienced discomfort when the guidewire was fully extended. It's stated the nurse was unable to retract the device and part of the guidewire and catheter broke off and were observed in the side wall of the patient's vein. A dr. Was called in to remove the pieces using a scalpel.